Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient expired. The lesion being treated is unknown. The physician implanted a 2.25x8mm taxus liberte stent in the target lesion. In (B)(6) 2011, the patient experienced cardiopulmonary arrest and expired. No autopsy was performed.